Event description:
Customer reported the smartsite valve broke apart. No pt harm. No further pt/event info was available. Additional info from voluntary report: user facility has received multiple complaints from nursing staff in nicu and hematology and oncology regarding problems with q-syte closed luer access devices. Complaints included: problems with connecting to syringes; leaking at the connection; the device falling off syringes and catheters; spray back when the syringe would disconnect from the cap blood entering the cap; loosening of the disc. No known injuries, however there is concern over increase risk of infection.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The valve was discarded on the unit. Additional info from voluntary report: q-syte. Closed luer access device. (B) (4). (B) (6).